Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging malfunction of a ventilator's 100% oxygen setting is intermittent. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging malfunction of a ventilator's 100% oxygen setting is intermittent. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and device came in for intermittent oxygen issue, where it sometimes doesn't activate, and often peaks and chugs. The device's oxygen wire harness and oxygen board kit needs to be replaced as a precautionary measure.